Event description:
It was reported that during an implant procedure on (B)(6) 2026, that the capture threshold on the left ventricular lead (lv) was high even after repositioning the lead. The lv lead was not used, and a new lv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. No lead anomalies were found. Final analysis found no indication of conductor fractures or internal shorts. The double bend height was measured within specifications.